Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# j0540946v, implanted: (B)(6) 2005, product type lead, (B)(4) apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the implanted neurostimulator (ins) stopped working and the lead had moved and went through the patient¿s skin. They had this system replaced. There were no further complications reported or anticipated.